Manufacturer narrative:
Investigation was performed on (B)(6), 2014, and the returned pump was inspected and repaired. Evaluation determined that the pump head coupling was aging. IFU dictates functional testing before use, no risks to patient in this case. Repair of the pump was performed. All functions tested 100% to manufacturing specification.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
The customer states that the pump was being used during a procedure and then suddenly stopped working. The pump was turned off and on and the tubing was replaced. The pump was able to work without the tubing in it but was laboring to work with tubing in it.